Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up computed tomography (CT) imaging on (B)(6) 2025. The imaging showed that there was a peri-device leak of 4.5mm on the mitral side of the closure device with the largest leak noted to be around 1cm. The patient came for another follow up appointment on (B)(6) 2025 and the peri-device leak remained unchanged. The physician is keeping the patient on eliquis in response to this event until their one (1) year follow up CT imaging procedure. There were no other complications that were reported to have occurred.